Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for eval. If the sample is received, or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that a piece of the blue jaw broke off of the device and fell inside the pt cavity during a roux-en-y. The piece was retrieved from the pt cavity and the instrument was removed from the surgical field. There was no pt injury. The site contact was not able to provide additional details regarding the incident.